Event description:
It was reported that during a laparoscopic bowel resection procedure, with the use of the third reload the device jaws would not come off the tissue after it was fired. The closing trigger was forced open, and the stapler was removed. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.